Manufacturer narrative:
Lot and serial number of the second disposable device not provided by the complainant, therefore, the expiration date is unknown. The first device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. The second device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the second disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was conducted for the reported lot number 13g22rg. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Device history record (DHR) review was unable to be conducted for the second disposable device as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that during a novasure endometrial ablation on (B)(6) 2014, the physician had difficulty seating the electrode array utilizing two devices. The physician performed a hysteroscopy and visualized a uterine perforation. The novasure procedure was aborted. It is unknown if intervention was required. Dilatation and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.